Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and checked systems performance on iabp trainer & demo balloon and didn't find any issue. The fse reported that the display looks good even if it's monitor position is changed. All other parameters looks within range. The iabp unit was kept for over night charging in-order to check battery capacity. The fse then performed battery test and it gave battery back up of 190 mins which is in acceptable range. The unit didn't have any battery back up issue and was working working satisfactorily. The fse recommended the user to keep the unit for over night charging. The unit was handed over to the customer in good working conditions.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) display flickers & battery maintenance .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (b4, d1, d2, d3, d4, g3, g4, g6, h2, h5, h10, h11).

Event description:
N/a.

Event description:
It was reported that during a routine check the cs100 intra-aortic balloon pump (iabp) display flickers & battery maintenance . There was no patient involvement reported.

Manufacturer narrative:
Updated data: b4, g2, g3, g6, h2, h10, h11. Corrected data: b3,b5, b6, b7, d10, h6 ( impact & clinical code).